Event description:
The patient received 2 trial scs leads with the same lot number. It was reported, the patient was hospitalized due to a headache that resulted from having a csf leak during the trial procedure. It was also reported, the physician performed a blood patch to resolve the csf leak and continued placing the scs leads which extended the procedure by approximately 30 minutes. Follow-up from (B)(6) 2012, identified the patient was still in the hospital but doing "much better". A sjm representative reprogrammed the patient's stimulation settings and the patient was receiving effective stimulation. On (B)(6) 2012 follow-up identified all issues have resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.